Manufacturer narrative:
The device was returned to the manufacturer and investigated. The heat shrink insulation tube has sustained damage possibly due to coming in contact with a sharp object during use. The heat shrink insulation tube piece was retrieved from the patient. There was no harm to the patient.

Event description:
During a surgical procedure, the heat shrink insulation tube detached and fell into the patient. The heat shrink insulation tube piece was retrieved from the patient. There was no harm to the patient.